Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v179184, implanted: (B)(6) 2010, product type: lead. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3888-45, lot# v179184, implanted: (B)(6) 2010, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3888-56, lot# v369178, implanted: (B)(6) 2010, product type: lead. Product ID 3888-56, lot# v444776, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient discovered the device was off the morning of this report. They were unsure if they hit the wrong button. It only happened twice. The patient thought he maybe hit the wrong button on the controller. No patient symptoms were reported. No outcome or patient interventions were reported. Follow-up is being conducted and if additional information is received a follow-up report will be sent.